Manufacturer narrative:
The manufacturer previously reported an event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging experiencing a lot more mucus than normal. The patient further reports that their physician advised them to keep using the machine and prescribed some pills which gave the patient terrible heartburn, so their pharmacist advised them to stop taking them. The previous report incorrectly captured the reported event as an adverse event, required intervention as outcomes attributed to ae and type of reported complaint as serious injury. The event is a product problem. The form's box b: adverse event or product problem and box h: device manufacturers have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging experiencing a lot more mucus than normal. The patient further reports that their physician advised them to keep using the machine and prescribed some pills which gave the patient terrible heartburn, so their pharmacist advised them to stop taking them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/19/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and scratches on upper enclosure, debris on lcd screen. Additionally, the device was scrapped.